Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed circulation pump. The device was evaluated upon receipt. The circulation pump was found to have failed. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. Initial reporter facility name provided (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on 06feb2026, it was reported that the device was filling very slowly and sporadically in original complaint due to failed circulation pump, cooling issue was unconfirmed in evaluation and no flow rate when pads attached. There was a broken fill tube.

Manufacturer narrative:
Initial reporter facility name provided: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on 06feb2026, it was reported that the device was filling very slowly and sporadically in original complaint due to failed circulation pump, cooling issue was unconfirmed in evaluation and no flow rate when pads attached. There was a broken fill tube.